Event description:
I had coolsculpting elite treatments on (B)(6) 2021. I had severe nerve pain due to treatments and was prescribed gabapentin. The medication did not help. I still have lingering nerve pain. (B)(6) did not disclose the recall. I found out on my own that the coolsculpting elite was recalled and required updates to the system. (B)(6) did not tell their patients that the machine had issues and was recalled. FDA safety report ID # (B)(4).